Event description:
The surgery center reported that a laser vision correction patient was presented with trace of diffuse lamellar keratitis (dlk) on left eye (os) eye at 1 day post-operative exam. The brief description from the account indicated the trace of dlk was noted at the superior flap region. Topical steroid were increased and used to treat the dlk. Pre-op; bcva from (B)(6) 2015 right eye pre-op 20/20 -6.25 x -.50 x 27. Left eye pre-op 20/20 -6.50 x -.75 x 169.

Manufacturer narrative:
(B)(4). In initial report, the incorrect serial number of the device was provided. The correct serial number ((B)(4)) has been provided in this follow up report. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.